Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 425 mg/dl. The customer treated the high blood glucose with a manual injection. Troubleshooting was conducted. No further information was reported.